Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected low reservoir alarm or no delivery alarm noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the dat test at 0.08755 inches. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 329 mg/dl. Customer was hospitalized for diabetic ketoacidosis. The customer experienced symptoms such as feeling ill. The customer was treated with IV fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.